Event description:
Same case as MDR ID: 2134265-2014-02264. It was reported that removal issues occurred. The 80+% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Diffuse disease was also noted in a series of lesions in the right posterior descending artery (rpda). A non- bsc guide wire was advanced and predilation was performed with a 2.5x20mm emerge balloon catheter that was inflated to 11 atms for 30 seconds in a series of locations throughout the vessel. The balloon was removed. A 3.0x38mm promus premier was advanced but failed to cross. The physician attempted to withdraw the device, but felt ¿drag¿ or that it felt ¿rough on the wire¿ during removal. The physician had to pull ¿harder¿ on the device to get it removed from the patient while maintaining wire position. The physician then advanced a 4.00 x 12mm promus premier to the target lesion and deployed the stent at 14 atms. During withdrawal of the delivery catheter, the same removal issues were noted with the physician again having to pull ¿harder¿ to remove the device from the patient. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device evaluated by MFR.:a visual and tactile examination of the device found that the tip of the device was damaged. Following an unsuccessful attempt to feed a guidewire through, the device was soaked in a waterbath at 37 degrees and afterwards, although the tip of the device had damage, the device successfully advanced over the guidewire. Solidified fluids that resembles blood was released/loosened as the guidewire was successfully advanced, and is the most likely cause of resistance during analysis that was felt on the initial attempt, however it cannot be confirmed if this was the cause of difficulty for the physician during the procedure as on a second attempt following the use of a heated waterbath, there was no difficulty advancing device over guidewire. No kinks or damage were noticed along the shaft of the device. No issues were noted with the crimped stent and the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that removal issues occurred. The 80+% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery (rca). Diffuse disease was also noted in a series of lesions in the right posterior descending artery (rpda). A non- bsc guide wire was advanced and predilation was performed with a 2.5x20mm emerge balloon catheter that was inflated to 11 atms for 30 seconds in a series of locations throughout the vessel. The balloon was removed. A 3.0x38mm promus premier was advanced but failed to cross. The physician attempted to withdraw the device, but felt ¿drag¿ or that it felt ¿rough on the wire¿ during removal. The physician had to pull ¿harder¿ on the device to get it removed from the patient while maintaining wire position. The physician then advanced a 4.00 x 12mm promus premier to the target lesion and deployed the stent at 14 atms. During withdrawal of the delivery catheter, the same removal issues were noted with the physician again having to pull ¿harder¿ to remove the device from the patient. No patient complications were reported and the patient¿s status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4).